Event description:
It was reported that the pt needed replacement and revision surgery. About two months ago the pt felt that something was wrong, but was unable to see her physician for one month. When she saw him she was told that her implantable neurostimulator (ins) was completely depleted and that the "lead was bad". The pt was scheduled for a revision on (B)(6) 2011 however she also had a kidney infection. She was given some antibiotics and would be tested beforehand to make sure the infection had cleared. The pt had been on general antibiotics since receiving the implant. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).